Manufacturer narrative:
(B)(4). The patient was reported to be in their 70¿s. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient performed peritoneal dialysis therapy in unclean condition(s). Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin once daily intraperitoneally (dosage and duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin was ongoing at the time of this report. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.